Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a device check. Upon interrogation, the patient's implantable cardiac monitor exhibited sensing issues resulting in false pause episodes. The device's sensitivity was adjusted to address the issue.